Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, the distal disc of a 30mm amplatzer septal occluder deployed deformed within the patient. The device was re-sheathed and re-deployed twice but the deformation persisted. The device was exchanged for a larger 34mm amplatzer septal occluder (lot number: 5619707) and the procedure was completed without further issue. The patient remained hemodynamically stable throughout the procedure, no patient consequences were reported, and the procedure was not significantly extended. The user reported the use of a larger device as the facility had no additional 30mm available.